Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned jagtome was analyzed, and a visual evaluation noted that the wire anchor was dislodged from the distal pierce hole and the working length was slightly torn at the distal pierce hole section. Additionally, it was noted that the preloaded guidewire was not returned with the device. No other issues with the device were noted. The reported event was confirmed. Upon analysis of the returned device, the wire anchor was found dislodged from the distal pierce hole. Additionally, the distal pierce hole was slightly torn, indicating that the wire anchor slipped out from its original position and tore the catheter. The wire break was likely generated by actuating the handle while the device was in a coiled position or by handling and manipulation of the device during use. Based on this information the failure likely occurred due to procedural and/or anatomical factors. Therefore, the most probable cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.